Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon evaluation, the u13 component was shorted on the bedside board. The cause of the inability to recognize a battery pack is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component. The patient received a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem would not recognize a battery pack. The patient was issued a replacement charger/modem.